Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was reported that the patient was seeing the ¿unable to provide desired settings¿ message on both sides. Manufacturer representative reported they tried taking the batteries out and put them back in but they had the same results. It was also noted that they did not feel stimulation and were not experiencing (B)(4) improvement. The patient's remote was checked, the ens still worked, stimulation could be turned down, but it could not be turned up past a certain level. The patient¿s trial started on (B)(6) 2017. When the trial leads were pulled, it was determined that the leads had migrated out. It was determined that the cause of the patient not feeling stimulation was due to the lead migrating. No further patient complications expected.